Event description:
The pt called lfs alleging that their one touch ultra meter would not power on. Senior medical affairs specialist mailed a letter since the pt could not be reached. The pt neither alleged harm nor experienced injury. They reported being taken to the hosp; however, no other info was provided. The customer service rep confirmed that the battery contacts were in good condition, battery was replaced less than 1 year ago, battery was correctly installed, and they were using the correct type of test strips. Based on the info supplied, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. Pt's meter and control solution were replaced.